Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient cannot see clearly, and gets headache just trying to focus and see, and felt eyes were very exhausted. Patient had no improvement in vision, just a severe loss of vision since the lenses were implanted, and this had affected patient's driving to and from work and very severely impacted work. Patient had been back to surgeon multiple times. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The patient brochure was provided. The patient states "I have been told I am a medical enigma and they don't know what to do for me or advise me to do". The patient reported they have an appointment august 29th to see a neuro-ophthalmologist. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).